Event description:
It was reported that occlusion alarms occurred. This caused the customer's blood glucose level to rise to 600 mg/dl, exceeding normal limits. The customer addressed the high blood glucose by administering a correction injection using manual daily insulin injections and resolved the occlusion by changing the infusion set and cartridge before resuming insulin. There was no need for assistance from a third party, and tandem technical support planned to complete a pump system check.